Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Evaluation performed flow rate accuracy at 100 ml/hour and 400 ml/hour. The results were -0.72% and -0.75% error respectively which is within specification. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump changed the infusion rate of potassium phosphorus from 100ml/hour to 400 ml/hour during therapy at the intensive care unit. The customer biomed tested the device and did not notice a change in rate, it appeared that the user had the rate and volume reversed. There was patient involved but no patient injury on the event. No additional information is available.